Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The patient was treated with gentamycin (intraperitoneally (ip), does and frequency not report). The patient was discharged from the hospital 14 days after being admitted and the gentamycin treatment was discontinued. It was reported that the patient was recovered from the event. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot numbers gd895953 and gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.